Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to implant a leadless implantable pulse generator (ipg), the patient experienced an inferior vena cava (ivc) perforation. The introducer sheath was inserted into the right femoral vein. The stiff wire was advanced up to the ivc, and dilation was performed sequentially with various sizes and with the introducer sheath dilator alone. When attempting to insert the introducer sheath at the end, fluoroscopy revealed that the stiff wire had entered an extravascular space, likely in the retroperitoneum. Imaging was performed using the sheath and contrast catheter for diagnosis. Venous perforation during the dilation process is suspected. The approach was changed to the left femoral vein and the leadless ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.